Manufacturer narrative:
Correction information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.7., h.3., h.6. And h.11. Correction information provided in b.7. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was returned and remains implanted. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. In the first follow up the patient had no symptoms. In the second follow up patient developed minor endophthalmitis, which was treated immediately and successfully. Patient is fine now and is under observation. There are five medical device reports associated with this complaint. This report is 1 of 5. Additional information was received and mentioned that patient was treated with intravitreal injection of antibiotics.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).